Event description:
It was reported that during a laparoscopic gastric bypass, there was leakage from an incomplete staple line, resulting in peritonitis and/or sepsis. The pt had a 7 week hospital stay due to renal failure related to sepsis.